Event description:
It was reported the gastrointestinal videoscope had medical aron alpha that adhered to the distal end of the scope the issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation found foreign material was present within the bending rubber, air/water nozzle, and the plastic distal end cover. Based on the results of the investigation, olympus confirmed foreign material was adhered to the distal end of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.